Event description:
Needle was being used to obtain endobronchial biopsy. Md pushed the needle straight out from needle sheath as designed. However, as the needle was being pushed out of the sheath it bent and came out of sheath to the side instead of the needle coming out of the sheath straight. The needle tore the sheath. Punctured internal working channel of bronchoscope causing damage. No harm to the patient since the needle and sheath had not come in contact with the patient¿s airway due to the bronchoscope position at the time of the incident.